Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within the lower part of the esophagus of a patient on (B)(6) 2013 during a stent deployment procedure. According to the complainant, the stent was being implanted to treat an esophageal stricture over 10cm in length due to stomach cancer permeation into the esophagus. The patient's anatomy was tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, once the stent was deployed about 1cm the stent was no longer able to be released. The stent was removed from the patient partially deployed. The physician noted, once the device was removed, that the deployment suture was tangled with the stent. The procedure was completed with a different stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within the lower part of the esophagus of a patient on (B)(6) 2013 during a stent deployment procedure. According to the complainant, the stent was being implanted to treat an esophageal stricture over 10 cm in length due to stomach cancer permeation into the esophagus. The patient's anatomy was tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, once the stent was deployed about 1cm the stent was no longer able to be released. The stent was removed from the patient partially deployed. The physician noted, once the device was removed, that the deployment suture was tangled with the stent. The procedure was completed with a different stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 18mm. No issues were noted with the suture knot at the point of release. During analysis it was possible to retract the suture thread and fully deploy the stent without issue. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) for the reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.